Event description:
It was reported that removal difficulty and stent damage occurred. The target lesion was located in the saphenous vein graft. A 3.00 x 48mm synergy xd drug eluting stent was advanced for treatment. However, during procedure, it was noted that the stent was stuck in other stent strut and could not be removed and found that the stent broke off. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the lesion was predilated with a semi compliant emerge balloon. The stent dislodged from the stent delivery system and accidental pressure may have applied to the delivery system while advancing the device to the lesion.

Event description:
It was reported that removal difficulty and stent damage occurred. The target lesion was located in the saphenous vein graft. A 3.00 x 48mm synergy xd drug eluting stent was advanced for treatment. However, during procedure, it was noted that the stent was stuck in other stent strut and could not be removed and found that the stent broke off. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.